Event description:
It was reported that the insulin pump had cracks on the case. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a broken belt clip slot. The insulin pump had a loose motor support disk. The insulin pump also had a missing end cap sticker. No cracks were found on the casing.